Event description:
It was reported the patient experienced syncope. It was suspected that the syncope was due to an issue with the device. The device was explanted and replaced and the patient was in stable condition following the procedure.

Manufacturer narrative:
No conclusion code available. The field report of syncope was not confirmed but an issue with the device that could potentially effect therapy was confirmed. Functional testing of the device revealed out of range impedance measurements on the device that occurred only in unipolar mode. Analysis of session records from the field indicated that both atrial and ventricular lead impedance trends were normal throughout the implant duration until the day of the explant, indicating that the out of range lead impedance occurred on or after the explant date. During testing, a broken pin was discovered on the case connection of the feed through. Additional analysis indicated that the feed through was defective, which led to the broken pin. After replacing the defective component, sensitivity and capture tests were performed and all results were normal. Analysis was not able to determine if the broken feed through pin caused the syncope reported from the field.